Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in an adult female patient who had essure (ess205) (batch no. 623461,623661 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no test performed". The patient's medical history included multiparous. Concurrent conditions included asthma since 2017, overweight and automobile accident (approximately 2016). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia"), urticaria ("hives") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal change-"). In 2008, the patient experienced mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("excessive, abnormal bleeding during menstruation"), abdominal pain lower ("sever cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (e free on (B)(6)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dyspareunia, mood swings, urticaria, fatigue, weight increased, alopecia, vulvovaginal pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, fatigue, hormone level abnormal, menorrhagia, mood swings, pelvic pain, urticaria, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff's physician has recommended removal of the device. (B)(6) 2007: two coils on the right, 2 coils on the left. Scheduled date of removal : (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Lot number 623661 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: reporter information was added. Case upgraded from "other event" to " incident". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.